Event description:
A customer reported an issue with the display on their precision xtra blood glucose meter. Upon product investigation it was discovered the meter exhibited a display issue. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Product testing on the returned meter confirmed a display issue. Damaged display may occur when the meter is dropped resulting in pad failures that cause specific area-s of the meter's lcd screen to be unreadable. Customers and retailers have been informed.